Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon catheter tip detached.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was difficult to feed the balloon catheter through the autocap locking device, causing the catheter to kink during the surgery. Additionally, it was quite challenging to get the guidewire to go into and out of the duct and the distal part of the balloon. The user switched to another of the same balloon and discovered that the tip of the balloon was protruding from the ampulla as it was pushed out of the scope. The distal tip at the radiopaque (ro) marker detached from the device inside the patient. After removing the remaining balloon device from the patient, the physician was able to pull out the broken tip with rat tooth forceps. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications as a result of this event. Note: the customer provided a photo of the device. The photo shows the tip of the balloon detached inside the patient anatomy.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was difficult to feed the balloon catheter through the autocap locking device, causing the catheter to kink during the surgery. Additionally, it was quite challenging to get the guidewire to go into and out of the duct and the distal part of the balloon. The user switched to another of the same balloon and discovered that the tip of the balloon was protruding from the ampulla as it was pushed out of the scope. The distal tip at the radiopaque (ro) marker detached from the device inside the patient. After removing the remaining balloon device from the patient, the physician was able to pull out the broken tip with rat tooth forceps. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications as a result of this event. Note: the customer provided a photo of the device. The photo shows the tip of the balloon detached inside the patient anatomy.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon catheter tip detached. Block h10: investigation results: the returned extractor pro rx retrieval balloon was analyzed, and a visual examination found that the distal tip of the balloon is detached from the catheter. Media analysis was performed, it was observed that the tip of the balloon detached. Microscopic analysis was performed, the catheter of the balloon is kinked, and rx channel is jammed. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of tip detachment was confirmed. It was found that the distal tip of the balloon was detached from the catheter, the catheter was kinked, and the rx channel was jammed. Excessive manipulation of the device without enough care, excessive force during handling or usage, and/or forcing the device against significant resistance could induce device damages or loss of functionality. Also, anatomical conditions could have interfered in the device performance or the procedure outcome. Therefore, the most probable root cause is adverse event related to procedure.